Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the reported device perforation and device embedment. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, pe, dvt, post-thrombotic syndrome, embedment, pain, severe leg swelling if legs were not elevated above the body, severe loss of oxygen (unable to breathe), and lumbar vertebra penetration by strut. The reported allegations have been further investigated based on the information provided to date. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported post-thrombotic syndrome is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported severe leg swelling if legs were not elevated above the body is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported severe loss of oxygen (unable to breath) is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported lumbar vertebra penetration by strut is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Via the right femoral vein post trauma. Patient is alleging organ perforation, pe (pulmonary embolism), dvt (deep vein thrombosis), post-thrombotic syndrome, and embedment. The patient further alleges that an attempted retrieval was performed in apr 2018 due to post-thrombotic syndrome, severe leg swelling if legs were not elevated above the body, severe loss of oxygen (unable to breath), and pain. Per radiology report from 09apr2018, "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "One of the struts have penetrated into a lumbar vertebra and is surrounded by an osteophyte. The strut may be embedded in the osteophyte which may render the filter non removable."

Manufacturer narrative:
H6 - patient code(s): no code available (3191) ¿ physical limitations. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged (thrombosis) does not change the previous investigation results. The following allegations have been investigated: physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In addition to previous allegations, the patient is alleging stenosis and caval thrombosis. The patient further alleges physical limitations. 09may2018 - filter retrieval operative report. Preoperative diagnosis: iliocaval and femoral popliteal deep venous thrombosis. "General anesthesia was induced. Initially, I started with trying to retrieve the ivc filter. The right neck was prepped and draped in usual fashion. We tried multiple times to snare the hook of the filter while we were unsuccessful due to surrounding scarring tissue and stenosis preventing us from hooking the filter. I elected at this time to try to loop snare the filter. An 8-french sheath exchanged to a 16-french sheath, which was advanced and parked just on top of the filter. I was able with a stiff glidewire to cross the filter and down to the distal cava. Using a 10 mm x 40 mm balloon, multiple areas around the filter were angioplastied moving the filter and try to dislodge it off the wall and creating a space below the filter. Severe stenosis of the ivc was noted with every balloon inflation. At this time, I was able to advance the wire along with an omni flush catheter to the portion of the cava below the filter. The wire was then looped distal to the filter and using a snare, I was able to snare the top part and pull both wires outside the sheath and the loop snare way. At this time, the wires, which was looped around the filter, was twisted multiple times and ultimately I was able to retrieve the filter into the sheath and the filter was completely removed. The patient was awakened, extubated, and transferred to the recovery area in stable condition."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.